Manufacturer narrative:
The manufacturer became aware on 01-jan-2026 that the user experienced a hyperglycemic event on 31-dec-2025 that resulted in hospitalization. Available device and cgm data were reviewed, including insulin delivery records, cgm availability, and system status prior to the event. The review identified prolonged manual pausing of insulin delivery, extended gaps in cgm data, and interruption of therapy while glucose values were elevated, with no confirmed device malfunction identified. It was concluded that the event was most consistent with interruption of insulin therapy and care-management limitations rather than an intrinsic device malfunction. If the device is returned, a physical evaluation will be performed and a supplemental MDR will be submitted if additional findings are identified.

Event description:
On 01-jan-2026 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a reported blood glucose of 569 mg/dl. Prior to hospitalization, the user had prolonged periods without continuous glucose data and insulin delivery while residing in an assisted living setting and was being managed without consistent caregiver oversight. The user was driven to the hospital on (B)(6) 2025, received insulin treatment during admission, was discharged on (B)(6) 2026, and transitioned to manual insulin therapy.